Manufacturer narrative:
Device evaluated by MFR: product testing was not performed as the cause of the reported complaint cannot be determined through such means. Eval method: the device history and sterilization records were reviewed. Results: review of the device history record found an anomaly; however, the anomaly was corrected, and the device was approved for use. The DHR anomaly is not related to the reported event. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-00493. The pt was implanted with an scs system including an ipg and surgical lead on (B)(6) 2011. It was reported that the pt's scs system was explanted due to an infection at the ipg pocket and lead sites. Intravenous antibiotics were administered to the pt as treatment. A culture was taken; however, the results were not disclosed. F/u on this matter found that the pt is healing. No further complications have been reported.